Manufacturer narrative:
The reported meter (sn: (B)(4)) and the strips (sn: (B)(4)) have been returned and investigated. Visual inspection was performed on the returned meter and strips, no issues were observed. Control solution testing was performed on the returned meter and it was observed that the results were within specification. The returned products function normal, therefore, no product deficiency was identified.

Event description:
Customer reported receiving erratic readings from their adc blood glucose meter. Customer reported receiving readings of 1.3 mmol/l and 6.6 mmol/l within 10 minutes. The results when plotted on a parkes error grid fell into the "c" zone showing the difference in values to be clinically significant. There was no report of death, serious injury, or mistreatment associated with this event.

Manufacturer narrative:
The product has been requested back for investigation. A follow- up report will be submitted once additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported receiving erratic readings from their adc blood glucose meter. Customer reported receiving readings of 1.3 mmol/l and 6.6 mmol/l within 10 minutes. The results when plotted on a parkes error grid fell into the "c" zone showing the difference in values to be clinically significant. There was no report of death, serious injury, or mistreatment associated with this event.